Event description:
The procedure was pta of the right distal sfa. Antegrade access was gained in the right cfa without complications or difficulty. A 6 fr 25 cm sheath was inserted, and placement was confirmed by fluoro. Images were taken of the right leg. A previously implanted stent was discovered in the sfa near the adductor canal. Moderate to heavy calcium was noted throughout the vessel. It was also noted that the stent was not fully expanded at the distal end and was implanted in heavy focal calcium. This was designated as the lesion for treatment by the physician and was judged to be 99% blocked. The patient was heperanized per physician orders to the staff. A 0.014 crossing catheter was inserted and an 0.014 200cm wire wire was used to cross the lesion unsuccessfully and then the physician used another wire that was used successfully. A 1.5 mm by 20 balloon was then inserted on the wire and inflated to nominal pressure and was noted to have full expansion under fluoroscopy. The balloon was removed and the nanocross 3.5 x 80 was inserted and inflated to rated burst pressure (rbp). The balloon burst and the physician attempted to remove the nanocross but it would not move. The nanocross was still on the wire. It appeared that when attempts were made to remove the balloon that the stent and entire vessel would move with it. A j wire and then a .035 wire were inserted at separate times to dislodge the balloon and gain access beyond for a possible snare. Neither wire would pass. The .035 wire was left in place. The 014 wire was then removed and the end of the nanocross was cut off the allow a 7 fr sheath to pass over it along with another wire. A 7 fr 65 cm sheath was then inserted over the wire and nanocross and advanced over the balloon with some difficulty. The nanocross balloon would not fully recover and the physician vigorously pulled the balloon into the sheath under fleuro. The nanocross balloon shaft broke in the lower third of the balloon part of the catheter during balloon recovery into the sheath. The wire was removed with the balloon. The sheath was left in place and the physician felt that the entire balloon was recovered into the sheath. A scan under fluoroscopy did not reveal and sign of the distal tip of the balloon.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.